Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 3.0x40x150 (4f) sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. The patient was in good condition.